Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed upon visual inspection and replicated during functional testing of the as-received suspect primary set. Previous extensive failure investigations under failure investigation have found that bulging/ballooning can occur when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to bulge/balloon. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During inspection it was observed immediately that the silicone segment tubing had a bulge balloon just below the upper fitment. No other anomalies were observed on the set during visual inspection. The set was loaded into a lab pump module device. The primary infusion was programmed at a rate of 120ml/h and vtbi 75ml for 1 hour. No alarms or any other issues were noted by the device. No bulge/balloon was observed in the silicone segment. A small amount of air bubbles were observed in the silicone segment tubing when the device door was opened after infusion was completed. The root cause of the customer¿s experience was not identified.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment during a propofol infusion while in use on a patient in the ICU. The customer stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment during a propofol infusion while in use on a patient in the ICU. The customer stated that there were no adverse effects caused to the patient from the event.